Event description:
Potential for injury associated with a broken camlock bolt on the mast of the ghs350 patient lift. This event could cause product instability which in turn could cause user to suddenly and unintentionally be dropped to the floor.